Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 348 mg/dl, hi (greater than 600 mg/dl), and 195 mg/dl. No actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.